Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, clonidine and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient had her pump filled on (B)(6) 2019 and afterwards her boluses were "working wonderful." She would feel relief immediately and could feel her pain dissipate. After (B)(6) 2019, though, her boluses were not working anymore, she couldn't feel the pain relief. She noted this happened before and her doctor thought that because she was on a high dose of medication "there may be some crystallization at the port" so she went to the office and they removed the medication, did a dye study and "it worked fine after that." She didn't know when this happened. The patient was redirected to follow up with her doctor about her therapy concerns. No further complications were reported. Additional information was received from a healthcare provider via a company representative on 30-dec-2019 and it was reported that the patient reported to the clinic that she doesn¿t feel pain relief after the ptm (personal therapy manager) bolus. A catheter dye study was scheduled to confirm catheter intact and location. The dye study was scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event. Additional information was received from a healthcare provider via a company representative on 2020-jan-09. It was reported that the dye study showed that the catheter had migrated and was not in the intended location. There were no known falls or changes to the patient's activities. The patient was going to be scheduled for a catheter replacement. No further complications were reported.